Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, "add gel/replace belt" messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the gel fire wires in the cable and breaking the solder joint connecting the rear pulse wires on the dn. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.